Manufacturer narrative:
Patient date of birth unavailable from facility. Patient age unavailable from facility. Device lot, catalog, expiration date, and UDI unavailable from facility.

Event description:
A lead extraction procedure commenced to remove a non-functional right ventricular (rv) lead. The physician noted that the patient had a "sick heart". A spectranetics glidelight laser sheath and a spectranetics lead locking device were being used in the removal of the lead. When the physician was rounding the superior vena cava (svc)/innominate junction going down towards the left atrium (la) with the glidelight device, an effusion in the svc/right atrium (ra) junction was discovered. The patient's blood pressure started to drop and the physician pulled back the glidelight device to initiate rescue intervention. A pericardiocentesis was performed but was not stabilizing the patient. The patient was then put on bypass and a sternotomy was performed. They discovered a small tear at the svc/ra junction, which they repaired surgically. Another tear was discovered in the subclavian/innominate area, proximal to the svc. This tear was much larger, the physician estimated between one to one and a half inches. The patient was put on extracorporeal membrane oxygenation (ECMO) and developed a pulmonary embolism (pe) and was not able to recover. He passed away a couple days later. There was no reported malfunction of any spectranetics devices in use.